Manufacturer narrative:
(B)(4)

Event description:
It was reported that a manufacturing representative (rep) showed the patient how to use the recharging equipment but he could not remember. This was all new to him and it was confusing. A rep activated stimulation yesterday. The patient noticed having more stimulation in the back area than in the leg and when he moved around stimulation changed. It was later reported that the patient noticed stimulation felt milder and thought the implantable neurostimulator (ins) might be depleting. Stimulation was on, the ins battery was half full, and the patient programmer (pp) battery was full. The patient did increase parameters after he noticed stimulation felt mild. The patient had full coupling but it fluctuated and the patient ended with all but 2 coupling bars filled. The patient chose not to use the implantable neurostimulator recharger (insr) belt. The ins battery level icon was charging between 50-75%. It was later reported that the patient had problems recharging and it was hard to get and keep coupling boxes. He had met with a rep and they adjusted stimulation. The patient also had trouble figuring out the recharger. He did not notice a lightning bolt on the recharger screen even when he pressed the green button. He did not want to use the recharger belt at the time. The recharger screen showed the insr icon was showing the insr was almost full. The ins icon was flashing and it was not showing the ins was very full. He charged last night and the ins icon did not seem to be charging. Coupling boxes sometimes would fill up and sometimes they would be gone. Right now there were no coupling boxes. After getting help, he now had 8 coupling boxes. Sometimes when he did not even move he would lose the boxes, even when using the recharger belt. Then it looked like the ins icon was shading more and the patient still had 8 coupling boxes. It was later reported that there was still an issue with recharging. It took 3 days to recharge and it was painful to have to lean on the antenna to recharge after a while. No outcome was reported regarding this event. Additional information was received indicating that there was stimulation in the wrong location. There was a revision scheduled for (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicated that he stimulation had moved to abdominal/rib area. Upon reviewing the leads in fluoroscopy it was determined that one lead had migrated upward length of two vertebral bodies. The leads were readjusted and the patient verbalized that stimulation was in the correct area while on the operating table. If additional information is received, a follow-up report will be sent.